Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system is still exhibiting shocking impedance measurements that are out of range which generated another red alert. A review of the device data confirmed measurements greater than 125 ohms. A boston scientific technical services consultant discussed the clinical observations with the caller. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The patient was brought into the clinic and the alert was adjusted to the upper limit of 150 ohms. The patient will continue to be monitored further prior to any invasive evaluation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was generated for this system due a shocking impedance measurement of 130 ohms. No adverse patient effects were reported.